Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding(vaginal,menorrhagia)"), cervix haemorrhage uterine ("cervix bleeding") and uterine haemorrhage ("other injury(ies) or complication please describe: aub") in a 24-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 275 lbs. Previously administered products included for an unreported indication: cynocobalamine, ergocalciferol and ibuprofen. Concurrent conditions included arthritis since 2014, asthma, anxiety since 2008, depression and thyroid disorder. Concomitant products included hydrocodone from 2010 to 2015, medroxyprogesterone acetate (depo provera) from (B)(6)2007 to (B)(6)2007 and norethisterone acetate (aygestin) in 2016. In (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6)2008, the patient experienced rash ("rashes or skin condition type: stomach,legs,feet"). In (B)(6)2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"). In (B)(6)2009, the patient experienced allergy to metals ("nickel allergy") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: reflux"). In (B)(6)2012, the patient experienced vision blurred ("vision/eye problems type: cloudy vision /eye glasses"). In (B)(6)2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), hot flush ("hot flashes"), night sweats ("night sweats"), cervicitis ("acute and chronic cervicitis"), anaemia ("other injury(ies) or complication please describe: anemia"), memory impairment ("other injury(ies) or complication please describe: impaired memory"), vaginal infection ("vaginal infection") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced cervix haemorrhage uterine (seriousness criterion medically significant), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") and dry skin ("severely damaged dry"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy-oophorectomy and ablation). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain was resolving, the menorrhagia and vaginal haemorrhage had resolved and the cervix haemorrhage uterine, uterine haemorrhage, mood swings, hot flush, night sweats, bacterial vaginosis, cervicitis, allergy to metals, dysmenorrhoea, fatigue, vision blurred, gastrooesophageal reflux disease, weight increased, anaemia, memory impairment, vaginal infection, urinary tract infection, rash and dry skin outcome was unknown. The reporter considered allergy to metals, anaemia, bacterial vaginosis, cervicitis, cervix haemorrhage uterine, dry skin, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, hot flush, memory impairment, menorrhagia, mood swings, night sweats, pelvic pain, rash, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure (ess205). The reporter commented: patient had need for additional surgery. Discrepancy noted as per pfs dated (B)(6)19, date of insertion reported as (B)(6)2017; previously it was reported as (B)(6)2007. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83.91 kgs. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs received. Reporter's information added. Patient's demographics were added. Added event abnormal bleeding(vaginal, menorrhagia), mood swings, hot flashes, night sweats, bacterial vaginosis, uti , vaginal infection , acute and chronic cervicitis, rashes or skin conditions type: severely damaged dry, rashes or skin conditions type: stomach,legs,feet, nickel allergy, dysmenorrhea (cramping), fatigue, cloudy vision, gerd reflux, weight gain, anemia; aub, impaired memory, cervix bleeding, severely damaged dry. Updated outcome of events. Updated onset date of events. Historical condition, historical drug,concomitant condition, concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. Medical conditions: current weight 275 lbs. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: patient had need for additional surgery. Amendment: the report was amended on 26-feb-2019 for the following reason: correction done. Added information from fu1 (11-feb-2019) was removed :patient's demographics . Event deleted : abnormal bleeding(vaginal, menorrhagia), mood swings, hot flashes, night sweats, bacterial vaginosis, uti , vaginal infection , acute and chronic cervicitis, rashes or skin conditions type: severely damaged dry, rashes or skin conditions type: stomach, legs, feet, nickel allergy, dysmenorrhea (cramping), fatigue, cloudy vision, gerd reflux, weight gain, anemia; aub, impaired memory, cervix bleeding, severely damaged dry. Historical condition, historical drug, concomitant condition, concomitant drug were deleted. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('heavy bleeding'), uterine haemorrhage ('other injuries or complications: aub') and cervix haemorrhage uterine ('cervix bleeding') in an adult female patient who had essure (ess205) (batch no. 624103) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety from 2008 to 2018, depression from 2008 to 2018, asthma, thyroid disorder, vaginal discharge, uterine cervical motion tenderness, menometrorrhagia and multigravida. Current weight 275 lbs. Previously administered products included for prevent pregnancy: pill from 2002 to 2007. Concurrent conditions included arthritis since 2014, overweight, constipation, breast lump, menopausal symptoms, furuncle, urination difficulty and menses irregular. Concomitant products included norethisterone acetate (aygestin) for birth control as well as chromium picolinate, clobetasol, hydrocodone from 2010 to 2015, levothyroxine, medroxyprogesterone acetate (depo provera) from (B)(6)2007 to (B)(6)2007, metformin from 2014 to 2016, ranitidine and tramadol from 2012 to 2014. In (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6)2008, the patient experienced rash ("rashes on skin condition - type: stomach, legs, feet"). In (B)(6)2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2009, the patient experienced allergy to metals ("nickel allergy") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: reflux / gerd"). In (B)(6)2016, the patient experienced hot flush ("hormonal change shot flashes"), night sweats ("hormonal changes night sweats"), cervicitis ("infection (other): acute and chronic cervicitis"), anaemia ("other injuries or complications: anemia"), memory impairment ("impaired memory"), vaginal infection ("infection (other) - describe: vaginal infection") and urinary tract infection ("infection (bladder/urinary tract/vaginal) - type: uti"). In (B)(6)2016, the patient experienced mood swings ("hormonal changes- mood swings"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), cervix haemorrhage uterine (seriousness criterion medically significant), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"), dry skin ("severely damaged dry"), vision blurred ("vision/eye problems type: cloudy vision") and excessive granulation tissue ("post op granulation"). The patient was treated with surgery (ablation on (B)(6)2014 and hysterectomy with bilateral salpingo-oophorectomy on (B)(6)2017) and eye glasses. Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain was resolving, the menorrhagia, uterine haemorrhage, cervix haemorrhage uterine, mood swings, hot flush, night sweats, vaginal haemorrhage, bacterial vaginosis, cervicitis, dry skin, dysmenorrhoea, allergy to metals, vision blurred, fatigue, weight increased, gastrooesophageal reflux disease, anaemia, memory impairment, rash, vaginal infection, urinary tract infection and excessive granulation tissue outcome was unknown and the genital haemorrhage had resolved. The reporter considered allergy to metals, anaemia, bacterial vaginosis, cervicitis, cervix haemorrhage uterine, dry skin, dysmenorrhoea, excessive granulation tissue, fatigue, gastrooesophageal reflux disease, genital haemorrhage, hot flush, memory impairment, menorrhagia, mood swings, night sweats, pelvic pain, rash, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure (ess205). The reporter commented: patient had need for additional surgery. Discrepancy to be noted in essure insertion date as (B)(6)2007. Current weight 275 lbs. Three rings were noted at the termination of the procedure on the left fallopian tube ostia. There was noted to be two rings present coming from the fallopian tube ostia on the patient's right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6)2007: total bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, fatigue, weight gain, bacterial vaginosis. Lot number: 624103 manufacture date: 2007-04 expiration date: 2009-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('heavy bleeding') and uterine haemorrhage ('other injuries or complications: aub') in an adult female patient who had essure (ess205) (batch no. 624103) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety from 2008 to 2018, depression from 2008 to 2018, asthma, thyroid disorder, vaginal discharge, uterine cervical motion tenderness, menometrorrhagia and multigravida. Current weight 275 lbs. Previously administered products included for prevent pregnancy: pill from 2002 to 2007. Concurrent conditions included arthritis since 2014, overweight, constipation, breast lump, menopausal symptoms, furuncle, urination difficulty and menses irregular. Concomitant products included norethisterone acetate (aygestin) for birth control as well as chromium picolinate, clobetasol, hydrocodone from 2010 to 2015, levothyroxine, medroxyprogesterone acetate (depo provera) from (B)(6)2007 to (B)(6)2007, metformin from 2014 to 2016, ranitidine and tramadol from 2012 to 2014. In (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6)2008, the patient experienced rash ("rashes on skin condition - type: stomach, legs, feet"). In (B)(6)2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2009, the patient experienced allergy to metals ("nickel allergy") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: reflux / gerd"). In (B)(6)2016, the patient experienced hot flush ("hormonal changes hot flashes"), night sweats ("hormonal changes night sweats"), cervicitis ("infection (other): acute and chronic cervicitis"), anaemia ("other injuries or complications: anemia"), memory impairment ("impaired memory"), vaginal infection ("infection (other) - describe: vaginal infection") and urinary tract infection ("infection (bladder/urinary tract/vaginal) - type: uti"). In (B)(6)2016, the patient experienced mood swings ("hormonal changes- mood swings"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"), dry skin ("severely damaged dry"), vision blurred ("vision/eye problems type: cloudy vision"), excessive granulation tissue ("post op granulation") and cervix haemorrhage uterine ("cervix bleeding"). The patient was treated with surgery (ablation on (B)(6)2014 and hysterectomy with bilateral salpingo-oophorectomy on (B)(6)2017) and eye glasses. Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain was resolving, the menorrhagia, uterine haemorrhage, mood swings, hot flush, night sweats, vaginal haemorrhage, bacterial vaginosis, cervicitis, dry skin, dysmenorrhoea, allergy to metals, vision blurred, fatigue, weight increased, gastrooesophageal reflux disease, anaemia, memory impairment, rash, vaginal infection, urinary tract infection, excessive granulation tissue and cervix haemorrhage uterine outcome was unknown and the genital haemorrhage had resolved. The reporter considered allergy to metals, anaemia, bacterial vaginosis, cervicitis, cervix haemorrhage uterine, dry skin, dysmenorrhoea, excessive granulation tissue, fatigue, gastrooesophageal reflux disease, genital haemorrhage, hot flush, memory impairment, menorrhagia, mood swings, night sweats, pelvic pain, rash, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure (ess205). The reporter commented: patient had need for additional surgery. Discrepancy to be noted in essure insertion date as (B)(6)2007. Current weight 275 lbs. Three rings were noted at the termination of the procedure on the left fallopian tube ostia. There was noted to be two rings present coming from the fallopian tube ostia on the patient's right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6)2007: total bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, fatigue, weight gain, bacterial vaginosis. Most recent follow-up information incorporated above includes: on 20-sep-2019: medical records received: essure lot number, reporters and medical history added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("heavy bleeding") and uterine haemorrhage ("other injuries or complications: aub") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, anxiety from 2008 to 2018, depression from 2008 to 2018, thyroid disorder, vaginal discharge, uterine cervical motion tenderness and menometrorrhagia. Current weight 275 lbs. Previously administered products included for prevent pregnancy: pill from 2002 to 2007. Concurrent conditions included overweight, arthritis since 2014, constipation, breast lump, menopausal symptoms, furuncle, urination difficulty and menses irregular. Concomitant products included norethisterone acetate (aygestin) for birth control as well as chromium picolinate, clobetasol, hydrocodone from 2010 to 2015, levothyroxine, medroxyprogesterone acetate (depo provera) from july 2007 to october 2007, metformin from 2014 to 2016, ranitidine and tramadol from 2012 to 2014. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6) 2008, the patient experienced rash ("rashes on skin condition - type: stomach, legs, feet"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: reflux / gerd"). In (B)(6) 2016, the patient experienced hot flush ("hormonal changeshot flashes"), night sweats ("hormonal changesnight sweats"), cervicitis ("infection (other): acute and chronic cervicitis"), anaemia ("other injuries or complications: anemia"), memory impairment ("impaired memory"), vaginal infection ("infection (other) - describe: vaginal infection") and urinary tract infection ("infection (bladder/urinary tract/vaginal) - type: uti"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes- mood swings"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"), dry skin ("severely damaged dry"), vision blurred ("vision/eye problems type: cloudy vision"), excessive granulation tissue ("post op granulation") and cervix haemorrhage uterine ("cervix bleeding"). The patient was treated with surgery (ablation on (B)(6) 2014 and hysterectomy with bilateral salpingo-oopherectomy on (B)(6) 2017) and eye glasses. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the menorrhagia, uterine haemorrhage, mood swings, hot flush, night sweats, vaginal haemorrhage, bacterial vaginosis, cervicitis, dry skin, dysmenorrhoea, allergy to metals, vision blurred, fatigue, weight increased, gastrooesophageal reflux disease, anaemia, memory impairment, rash, vaginal infection, urinary tract infection, excessive granulation tissue and cervix haemorrhage uterine outcome was unknown and the genital haemorrhage had resolved. The reporter considered allergy to metals, anaemia, bacterial vaginosis, cervicitis, cervix haemorrhage uterine, dry skin, dysmenorrhoea, excessive granulation tissue, fatigue, gastrooesophageal reflux disease, genital haemorrhage, hot flush, memory impairment, menorrhagia, mood swings, night sweats, pelvic pain, rash, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure (ess205). The reporter commented: patient had need for additional surgery. Discrepancy to be noted in essure insertion date as (B)(6) 2007. Current weight 275 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, fatigue, weight gain, bacterial vaginosis. Most recent follow-up information incorporated above includes: on 26-feb-2019: pfs and mr were received: events: mood swings, hot flashes, night sweats, abnormal bleeding (vaginal, menorrhagia), bacterial vaginosis, cervicitis, dysmenorrhea, nickel allergy, blurred vision, fatigue, weight gain, gerd, anemia, uterine bleeding, genital bleeding, eye glasses therapy, rash, impaired memory, vaginal infection, uti ,post op granulation, cervix bleeding were added. Event onset date and outcome were added. Concomitant drugs and conditions were added. Lab data were added. Reporter causality comments were added. Reporters were added. Plaintiffs demographic conditions were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: patient had need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.